Manufacturer narrative:
Manufacturer's analysis was unable to confirm the customer comment that the programmer suddenly crashed during operation. The programmer passed functional testing. The programmer was returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer suddenly crashed during operation, so the programmer had to be restarted and all data had disappeared. The programmer was returned for service. No patient complications have been reported as a result of this event.